Event description:
The customer reported to olympus, during reprocessing, the evis exera iii gastrointestinal videoscope tested positive for 10 - 100 colony forming units (cfus) of pseudomonas aeruginosa. All channels were sampled. The device was sampled again after six days and tested positive for less than 10 cfus of pseudomonas species. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation, therefore the physical device evaluation has not been completed. The customer provided the cleaning, disinfection, and sterilization (cds) process stating that precleaning was performed immediately after the procedure. Water was aspirated through the instrument / suction channel with a suction pump, the air / water channel was flushed with water and air by using mh-948 air/water channel cleaning adapter, the device passed the leak test. The instrument / suction channel, the suction cylinder, and instrument channel port were brushed. The automated endoscope preprocessor (aer) used was the steris medivator with matrix detergent and sol a and sol b disinfectant. All channels were connected with cleaning tubes when the endoscope was setting up into the aer, the expiration date of the disinfected and was controlled, the disinfectant solution meet the minimum effective concentration, and the water filter was replaced periodically in accordance with the instructions for use (IFU). The device was dried by the dry process of the aer and stored in a drying cabinet. The customer had a concern about the reprocessing of the device, the user facility is investigating the plumbing (water quality / temperature) and it is ongoing. The user facility is continuing to do water testing and proceeding to micro test all scopes in regular intervals. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The returned device was evaluated. The bending section cover adhesive was worn and cracked. Angulation knob was loose. The distal end adhesive was won out. The distal end cover had scratches and dents. The distal end insulation test failed. The light guide tube was worn and deformed. The scope cover had a crack. The investigation is ongoing, a supplemental report will be submitted upon completion of the evaluation / investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.